Event description:
Description according to complainant: it is alleged that "on or about (B)(6) 2012, patient was admitted to (B)(6) due to deep vein thrombosis. There it was determined that an ivc filter would be implanted and the cook celect filter was inserted into patient. There were no complications at that time. In 2013, unsuccessfully attempted removal of the ivc filter. The ivc filter could not be removed. On (B)(6) 2014, patient was admitted to (B)(6) due to chest pressure and difficulty breathing." It is alleged that "patient suffered significant and severe injuries to her body".

Manufacturer narrative:
(B)(4). Brand name: unknown as information was not provided by reporter. Based on very limited information it is not possible to determine if this is an adverse event or product problem. Based on very limited information it is not possible to determine the outcomes attributed to adverse event. Catalog# is unknown but is referenced to as a celect filter; lot#: unknown as information was not provided; expiration date: unknown as lot# is unknown. Exact implant date is unknown, but referred to be on or about (B)(6) 2012. Catalog# is unknown but referred to as a celect filter, pma510(k) may be: k090140, k061815 or k073374. Unknown as lot # is unknown. No device, imaging studies or hospital or medical records have been available. Consequently, based on very limited information provided it is difficult to comment on the alleged failed retrieval attempt of a celect filter. Filter retrieval is occasionally difficult. This is known from published scientific literature and filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature described complex cases with successful filter retrievals using additional, advanced techniques. Rpn and lot number were not provided, why device history record cannot be investigated. However, no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Monitoring of similar reports will continue.